Manufacturer narrative:
Per the clinical review on (B)(4) 2015: the ccp stated there were no issues during set-up and gas calibration of the unit. There were no color chip failure error codes displayed. During cpb, after the pt was clinically stable, an in-vivo calibration was performed to compare the bpm to an independent lab analyzer. Within five to ten minutes, according to the ccp, the hct would drift up/down significantly from the value entered in the in-vivo calibration (even though no clinical changes were made). The hct levels might vary as much as +/- 7 hct units from the in-vivo point. This would, at times, lead to low/high alert messaging. Add'l in-vivo calibrations did not improve the behavior of the device. Other bpm parameters were reasonable and thus the unit was not changed out during the case. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed. Eval is in progress, but not yet concluded. This complaint is related to MDR # 1828100-2015-00007.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hematocrit (hct) calibration was not functioning properly (too low or too high) on the blood parameter monitor (bpm). The device was not changed out, as the perfusionist (ccp) stated they don't chart readings from the bpm, so mitigation was not needed. They continued to run the cases with the unit alarming intermittently. Per the ccp, this was more of an annoyance than anything else. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.